Event description:
It was reported on 11dec2025 that a patient was experiencing potential mesh erosion from a hiatal hernia repair. A revision procedure was conducted on (B)(6) 2025. Upon entering abdomen via robotic ports, the original device was found and removed from superior aspect of stomach. It was reported that the permanent suture had eroded into superior aspect of fundoplication. This was "removed easily", stomach irrigated with saline and repaired with resorbable suture. The recurrent hiatal hernia was then repaired with sutures and pledgets.

Manufacturer narrative:
It was noted that the surgeon also utilizes permanent tacks at the hiatus in their hiatal hernia repair procedures and it is unknown whether such usage caused or contributed to the event noted. It could not be confirmed that the device caused or contributed to the event noted. Perforation (i.e. Erosion) and hernia recurrence are potential complications noted in the ovitex instructions for use.